Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the implantable neurostimulator found that the battery was not in a new condition. Analysis of the lead found that there was no anomaly. Analysis of the extension found that body conductor was cut.

Event description:
Additional information received reported that the implantable neurostimulator (ins), lead and extension was explanted.

Manufacturer narrative:
Concomitant products: product ID 3888, lot # unknown, implanted: (B)(6) 2005, explanted: (B)(6) 2013, product type lead; product ID 74955136, serial # (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2013, product type extension. (B)(4). Analysis results were not available as of the date of this report, a supplemental report will be submitted when results are available.

Event description:
It was reported that the patient had excessive pocket calcification. It was reported that the lead and extension had out-of-range ¿oor¿ impedances and when it was removed the surgeon felt that there was evidence of corrosion at the lead to extension site. Additional information received reported that the extension was corroded at the point of the connection to the lead. It was noted that prior to the revision the impedances were not registering for pairs 0, 1, and 2. It was noted that all other pairs were in range. It was noted that the patient also had uncomfortable and altered stimulation in the neck and back and the lead tip was placed at c7. It was noted that the issues were resolved following the implant of a whole new system. It was noted that there was no patient harm, injury, or death as a result of the event and the patient had no effects as an outcome. Additional information received reported that no determination in the cause of the pocket calcification. It was noted that the physician thought that perhaps the fluid had managed to get under the boot to cause corrosion to the extension. It was noted that the patient had a new system and the manufacturer representative believed the patient had good therapy with no related complication.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.